Manufacturer narrative:
H10: the device was received for evaluation. During evaluation, the reported problem of "delivered too fast" was not reproduced. Device was sent for flow accuracy testing, and the device failed with an error percentage of -8.64%, which is an under-infusion, not an over-infusion. A review of the event history log (ehl) revealed an infusion programmed at a rate of 71.2 ml/hr and a vtbi of 1710 ml. The infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was determined to be the pressure travel plate was out of adjustment . The pressure travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump delivered too fast during therapy in the pediatric oncology department. The flow rate was 71.2ml/hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.